Manufacturer narrative:
This device remains implanted. Upon additional information this investigation will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion. The battery had decreased from 46% in (B)(6) 2021 to 16% in (B)(6) 2021. A review of the device data by engineering confirmed that the power consumption of this device was increasing in a gradual fashion and premature battery depletion was confirmed. At this time the device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This device will be returned for analysis. Upon analysis completion this investigation will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion. The battery had decreased from 46% in march 2021 to 16% in (B)(6) 2021. A review of the device data by engineering confirmed that the power consumption of this device was increasing in a gradual fashion and premature battery depletion was confirmed. The device was explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion. The battery had decreased from 46% in (B)(6) 2021 to 16% in (B)(6) 2021. A review of the device data by engineering confirmed that the power consumption of this device was increasing in a gradual fashion and premature battery depletion was confirmed. The device was explanted and returned. No additional adverse patient effects were reported.